Event description:
During evaluation of a returned novum iq large volume pump, the device did not turn on even when unit plugged into an adapter and docking station. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and identified that the device did not turn on even when unit plugged in with a known good ac adapter and hub docking station. The reported condition was verified. The cause of the condition was the fluid ingress present inside door. Case halves were taken apart and sticky fluid was present on door to door o ring and inside the pump. A stand off was broken off the lvp mechanism. The lvp mechanism and door to door o ring required to be replaced to address this issue. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Should additional relevant information become available, a supplemental report will be submitted.